Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted approximately three weeks after plaintiff delivered via cesarean section". The patient's medical history included cesarean section in (B)(6) 2009. Concurrent conditions included uterine dilation and curettage since (B)(6) 2009 and postpartum state (implantation three weeks after she delivered via cesarean section) since (B)(6) 2009. Concomitant products included anesthetics from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis") with uterine enlargement, polycystic ovaries ("cystic ovaries"), autoimmune disorder ("autoimmune-like symptoms"), pelvic adhesions ("adhesions of the bladder"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menses"), menorrhagia ("excessive menstruation, menorrhagia"), metrorrhagia ("intermenstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), rash ("persistent generalized rashes"), dermatitis atopic ("atopic eczema"), arthralgia ("joint pain"), pain ("generalized aches and pains"), alopecia ("thinning hair"), fatigue ("fatigue"), depression ("severe depression following (B)(6) 2010 surgery"), anxiety ("increased anxiety following (B)(6) 2010 surgery"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain despite attempts to lose weight"). The patient was treated with surgery (on (B)(6) 2010, d&c, on (B)(6) 2010, d&c/ essure removed and on (B)(6) 2010, bilateral ovarian cystotomies). Essure was removed. At the time of the report, the dysfunctional uterine bleeding, adenomyosis, polycystic ovaries, autoimmune disorder, pelvic adhesions, pelvic pain, abdominal pain, menstruation irregular, menorrhagia, metrorrhagia, dysmenorrhoea, dyspareunia, dermatitis atopic, arthralgia, depression, anxiety, genital haemorrhage and hypersensitivity outcome was unknown and the rash, pain, weight increased, alopecia and fatigue had not resolved. The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, autoimmune disorder, depression, dermatitis atopic, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, metrorrhagia, pain, pelvic adhesions, pelvic pain, polycystic ovaries, rash and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: no spillage from the fallopian tubes. Diagnostic results: on (B)(6) 2010. Diagnostic hysteroscopy and diagnostic laparoscopy: findings of adenomyosis, an enlarged uterus, adhesions of the bladder, and cystic ovaries. On (B)(6) 2014: transvaginal ultrasound and endometrial biopsy to evaluate her complaints of irregular cycles, including intermenstrual bleeding and menorrhagia: diagnoses of irregular menstruation, excessive menstruation, and menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted approximately three weeks after plaintiff delivered via cesarean section". The patient's medical history included cesarean section in (B)(6) 2009. Concurrent conditions included uterine dilation and curettage since (B)(6) 2009 and postpartum state (implantation three weeks after she delivered via cesarean section) since (B)(6) 2009. Concomitant products included anesthetics from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis") with uterine enlargement, polycystic ovaries ("cystic ovaries"), autoimmune disorder ("autoimmune-like symptoms"), pelvic adhesions ("adhesions of the bladder"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menses"), menorrhagia ("excessive menstruation, menorrhagia"), metrorrhagia ("intermenstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), rash ("persistent generalized rashes"), dermatitis atopic ("atopic eczema"), arthralgia ("joint pain"), pain ("generalized aches and pains"), alopecia ("thinning hair"), fatigue ("fatigue"), depression ("severe depression following (B)(6) 2010 surgery"), anxiety ("increased anxiety following (B)(6) 2010 surgery"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain despite attempts to lose weight"). The patient was treated with surgery (on (B)(6) 2010, d&c, on (B)(6) 2010, d&c/ essure removed and on (B)(6) 2010, bilateral ovarian cystotomies). Essure was removed. At the time of the report, the dysfunctional uterine bleeding, adenomyosis, polycystic ovaries, autoimmune disorder, pelvic adhesions, pelvic pain, abdominal pain, menstruation irregular, menorrhagia, metrorrhagia, dysmenorrhoea, dyspareunia, dermatitis atopic, arthralgia, depression, anxiety, genital haemorrhage and hypersensitivity outcome was unknown and the rash, pain, weight increased, alopecia and fatigue had not resolved. The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, autoimmune disorder, depression, dermatitis atopic, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, metrorrhagia, pain, pelvic adhesions, pelvic pain, polycystic ovaries, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: no spillage from the fallopian tubes. Diagnostic results: on (B)(6) 2010. Diagnostic hysteroscopy and diagnostic laparoscopy: findings of adenomyosis, an enlarged uterus, adhesions of the bladder, and cystic ovaries. On (B)(6) 2014: transvaginal ultrasound and endometrial biopsy to evaluate her complaints of irregular cycles, including intermenstrual bleeding and menorrhagia: diagnoses of irregular menstruation, excessive menstruation, and menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded most recent follow-up information incorporated above includes: on 28-aug-2020: pif received- essure removal details were added. Events added - hypersensitivity symptoms and abnormal bleeding. Event of autoimmune-like symptoms downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted approximately three weeks after plaintiff delivered via cesarean section". The patient's medical history included cesarean section in (B)(6) 2009. On (B)(6) 2010. Diagnostic hysteroscopy and diagnostic laparoscopy: findings of adenomyosis, an enlarged uterus, adhesions of the bladder, and cystic ovaries. On (B)(6) 2014: transvaginal ultrasound and endometrial biopsy to evaluate her complaints of irregular cycles, including intermenstrual bleeding and menorrhagia: diagnoses of irregular menstruation, excessive menstruation, and menorrhagia. Concurrent conditions included uterine dilation and curettage since (B)(6) 2009 and postpartum state (implantation three weeks after she delivered via cesarean section) since (B)(6) 2009. Concomitant products included anesthetics from (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis") with uterine enlargement, polycystic ovaries ("cystic ovaries"), autoimmune disorder ("autoimmune-like symptoms"), pelvic adhesions ("adhesions of the bladder"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menses"), heavy menstrual bleeding ("excessive menstruation, menorrhagia"), intermenstrual bleeding ("intermenstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), rash ("persistent generalized rashes"), dermatitis atopic ("atopic eczema"), arthralgia ("joint pain"), pain ("generalized aches and pains"), alopecia ("thinning hair"), fatigue ("fatigue"), depression ("severe depression following (B)(6) 2010 surgery"), anxiety ("increased anxiety following (B)(6) 2010 surgery"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain despite attempts to lose weight"). The patient was treated with surgery (on (B)(6) 2010, d&c, on (B)(6) 2010, d&c/ essure removed,total laparoscopic hysterectomy, salpingectomy bilaterally and on (B)(6) 2010, bilateral ovarian cystotomies). Essure was removed on (B)(6) 2017. At the time of the report, the abnormal uterine bleeding, adenomyosis, polycystic ovaries, autoimmune disorder, pelvic adhesions, pelvic pain, abdominal pain, menstruation irregular, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, dyspareunia, dermatitis atopic, arthralgia, depression, anxiety, genital haemorrhage and hypersensitivity outcome was unknown and the rash, pain, weight increased, alopecia and fatigue had not resolved. The reporter considered abdominal pain, abnormal uterine bleeding, adenomyosis, alopecia, anxiety, arthralgia, autoimmune disorder, depression, dermatitis atopic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, menstruation irregular, pain, pelvic adhesions, pelvic pain, polycystic ovaries, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: no spillage from the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2021: mr received. Essure removal date, reporter information and patient demographic was added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("dysfunctional uterine bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted approximately three weeks after plaintiff delivered via cesarean section". The patient's past medical history included cesarean section. Concurrent conditions included uterine dilation and curettage and postpartum state (implantation three weeks after she delivered via cesarean section). Concomitant products included anesthetics nos. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), adenomyosis ("adenomyosis") with uterine enlargement, polycystic ovaries ("cystic ovaries"), autoimmune disorder (seriousness criterion medically significant), abdominal adhesions ("adhesions of the bladder"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menses"), menorrhagia ("excessive menstruation, menorrhagia"), metrorrhagia ("intermenstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), rash generalised ("persistent generalized rashes"), dermatitis atopic ("atopic eczema"), arthralgia ("joint pain"), pain ("generalized aches and pains"), weight increased ("weight gain despite attempts to lose weight"), alopecia ("thinning hair"), fatigue ("fatigue"), depression ("severe depression following (B)(6) 2010 surgery") and anxiety ("increased anxiety following (B)(6) 2010 surgery"). The patient was treated with surgery (on (B)(6) 2010, d&c), surgery (on (B)(6) 2010, d&c) and surgery (on (B)(6) 2010, bilateral ovarian cystotomies). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, adenomyosis, polycystic ovaries, autoimmune disorder, abdominal adhesions, pelvic pain, abdominal pain, menstruation irregular, menorrhagia, metrorrhagia, dysmenorrhoea, dyspareunia, dermatitis atopic, arthralgia, depression and anxiety outcome was unknown and the rash generalised, pain, weight increased, alopecia and fatigue had not resolved. The reporter considered uterine haemorrhage, adenomyosis, polycystic ovaries, autoimmune disorder, abdominal adhesions, pelvic pain, abdominal pain, menstruation irregular, menorrhagia, metrorrhagia, dysmenorrhoea, dyspareunia, rash generalised, dermatitis atopic, arthralgia, pain, weight increased, alopecia, fatigue, depression and anxiety to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2009: hysterosalpingogram result was no spillage from the fallopian tubes. On (B)(6) 2010. Diagnostic hysteroscopy and diagnostic laparoscopy: findings of adenomyosis, an enlarged uterus, adhesions of the bladder, and cystic ovaries. On (B)(6) 2014: transvaginal ultrasound and endometrial biopsy to evaluate her complaints of irregular cycles, including intermenstrual bleeding and menorrhagia: diagnoses of irregular menstruation, excessive menstruation, and menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded most recent follow-up information incorporated above includes: on 18-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and reported a dysfunctional uterine bleeding. She underwent an examination under anesthesia, diagnostic hysteroscopy, d&c, and diagnostic laparoscopy. The operative report showed findings of adenomyosis. Therefore, the reported dysfunctional uterine bleeding was understood as uterine haemorrhage. Consumer also experienced autoimmune-like symptoms. Uterine haemorrhage is anticipated in essure's reference safety information, whereas autoimmune disorder is anticipated. Although patient's adenomyosis could alternatively explain her uterine bleeding, considering that during essure therapy, abnormal genital bleeding and changes in bleeding pattern may occur, causality with essure cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence. Therefore, causality between this device and the event autoimmune-like symptoms was considered unrelated to essure. This case was regarded as incident, due to the surgical intervention required. In addition, non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("dysfunctional uterine bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted approximately three weeks after plaintiff delivered via cesarean section". The patient's past medical history included cesarean section. Concurrent conditions included uterine dilation and curettage and postpartum state (implantation three weeks after she delivered via cesarean section). Concomitant products included anesthetics nos. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), adenomyosis ("adenomyosis") with uterine enlargement, polycystic ovaries ("cystic ovaries"), autoimmune disorder (seriousness criterion medically significant), abdominal adhesions ("adhesions of the bladder"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menses"), menorrhagia ("excessive menstruation, menorrhagia"), metrorrhagia ("intermenstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), rash generalised ("persistent generalized rashes"), dermatitis atopic ("atopic eczema"), arthralgia ("joint pain"), pain ("generalized aches and pains"), weight increased ("weight gain despite attempts to lose weight"), alopecia ("thinning hair"), fatigue ("fatigue"), depression ("severe depression following (B)(6) 2010 surgery") and anxiety ("increased anxiety following (B)(6) 2010 surgery"). The patient was treated with surgery (on (B)(6) 2010, d&c), surgery (on (B)(6) 2010, d&c) and surgery (on (B)(6) 2010, bilateral ovarian cystotomies). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, adenomyosis, polycystic ovaries, autoimmune disorder, abdominal adhesions, pelvic pain, abdominal pain, menstruation irregular, menorrhagia, metrorrhagia, dysmenorrhoea, dyspareunia, dermatitis atopic, arthralgia, depression and anxiety outcome was unknown and the rash generalised, pain, weight increased, alopecia and fatigue had not resolved. The reporter considered uterine haemorrhage, adenomyosis, polycystic ovaries, autoimmune disorder, abdominal adhesions, pelvic pain, abdominal pain, menstruation irregular, menorrhagia, metrorrhagia, dysmenorrhoea, dyspareunia, rash generalised, dermatitis atopic, arthralgia, pain, weight increased, alopecia, fatigue, depression and anxiety to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2009: hysterosalpingogram result was no spillage from the fallopian tubes. On (B)(6) 2010. Diagnostic hysteroscopy and diagnostic laparoscopy: findings of adenomyosis, an enlarged uterus, adhesions of the bladder, and cystic ovaries. On (B)(6) 2014: transvaginal ultrasound and endometrial biopsy to evaluate her complaints of irregular cycles, including intermenstrual bleeding and menorrhagia: diagnoses of irregular menstruation, excessive menstruation, and menorrhagia. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and reported a dysfunctional uterine bleeding. She underwent an examination under anesthesia, diagnostic hysteroscopy, d&c, and diagnostic laparoscopy. The operative report showed findings of adenomyosis. Therefore, the reported dysfunctional uterine bleeding was understood as uterine haemorrhage. Consumer also experienced autoimmune-like symptoms. Uterine haemorrhage is anticipated in essure's reference safety information, whereas autoimmune disorder is anticipated. Although patient's adenomyosis could alternatively explain her uterine bleeding, considering that during essure therapy, abnormal genital bleeding and changes in bleeding pattern may occur, causality with essure cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence. Therefore, causality between this device and the event autoimmune-like symptoms was considered unrelated to essure. This case was regarded as incident, due to the surgical intervention required. In addition, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.